Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a microscope presented with loose handles on the head of the scope during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The libero bottom bracket screws were found to be loose. The screws were tightened once again and the system was tested. The system was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 5, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws on the libero bottom bracket. However, how the screws became loose remains inconclusive. (B)(4).